Event description:
The patient reported that their implantable pulse generator (ipg) was set to pace at eighty beats per minute after an magnetic resonance imaging (MRI) scan recently and subsequently they noted readings of heart rate lower than the programmed lower rate of the ipg. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.